Event description:
New information notes a fracture was also suspected prior to the procedure.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. Programming changes were made by the physician and later by a representative, regaining capture and maintaining a stable rhythm. No pacing and bradycardia was later observed prior to a procedure to revise rv lead. The underlying rhythm was heart block with an escape bradycardic rhythm. The physician noted rv capture thresholds had steadily increased over the last months. The rv lead was capped (B)(6) 2021 and replaced. The rest of the system was electively replaced due to user and procedural damage. The patient was stable.